Manufacturer narrative:
Eval summary: the analysis results for the instrument found that it was returned with the obturator inserted through the sleeve, therefore, the seals were found to be deformed. No functional analysis was performed. In addition, the clear lenses were fractured. No conclusion could be reached as to what may have caused the reported incident. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that the device was unable to maintain insufflation. The customer used another like device to complete the case with no pt consequence.